Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the product analysis indicates that there was a puncture hole in the insulation from the guidewire escaping the lumen.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not implanted successfully as the physician used a heavier wire and went through the insulation. Additional information indicates that no conductor was exposed as per by the field representative. The lv lead was never in service. No adverse patient effects were reported.